Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [8047709] was not found for the reported catalog # [368608]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter on the tip of the bd vacutainer® eclipse¿ blood collection needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to manufacturing.

Event description:
It was reported that there was foreign matter on the tip of the bd vacutainer eclipse blood collection needle. There was no report of exposure, injury, or medical intervention.